Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR#. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to olympus for service or evaluation, therefore, the cause of the reported event could not be conclusively determined. However, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. A review of the history shows the device was purchased on december 14, 2020 with no previous service/repair records. Based the instructions for use (IFU) indicates that maneuvering the dp-2 work station is a two person operation. The IFU also recommends 6 monthly checks on the castors and fixings to assess correct operation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The unit was evaluated by an olympus field service engineer at the user facility. The casters of the unit were replaced per the customer's request which resolved the maneuverability issue. This event has been reported by the importer on MDR# 2951238-2020-00489.

Event description:
It was reported a facility staff member experienced a shoulder strain as a result of difficulty maneuvering the workstation. Consequently, the staff member was out on 2 weeks of light duty. Although requested, additional information has not been provided.